Event description:
This ra lead was implanted on (B)(6) 2003 and was capped on (B)(6) 2011 due to impedance measuring greater than 2000 ohms. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).